Event description:
While transporting patient to CT, transport ventilator failed to function properly. Pt became hypoxic, requiring to use ambu bag by rt [respiratory therapy]. Pt then became hypotensive requiring brief increase in vasopressor. Pt escorted back to room and recovered within 5-10 minutes. Transport monitor then switched out for another one for future trip to CT. Device taken to bio med by respiratory. Per ce, this occurred on a vent with a sticker indicating it had undergone the software update. We are now at a critically low supply of functioning ventilators. Biomed devices is not supporting replacement of faulty parts quickly enough and the ventilators are not safe to put back into circulation/use and the ones on units continue to fail. Manufacturer response for transport ventilator, tv100 (per site reporter).